Event description:
A customer observed negatively biased phyt qc results on the vitros 5.1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the customer did not invert the immuno wash fluid as indicated in the instructions for use prior to loading on the analyzer. After loading fresh iwf handled according to recommended procedures, qc results have been acceptable. The analyzer and the phyt slides are working as intended. The root cause of the event is user error. The customer did not follow ocd recommended iwf handling procedure prior to loading on the analyzer.